Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The technical support team arranged to replace the pump and instructed the customer to put the current pump into storage mode and return it via a pre-paid label within 10 days, which the customer acknowledged. The customer will continue using the current pump as backup therapy in the meantime.